Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise. All other electrical measurements were stable and in range. During pocket revision, upon opening the pocket insulation abrasion was noted the lead. The lead was explanted and replaced. The patient was stable post procedure and would continue to be monitored with routine follow-up.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.